Manufacturer narrative:
Siemens healthineers has requested the part, which are suspected to be the potential cause for the reported injury. Due to shipping times and customs the part has not arrived yet for investigation. We are still waiting for the requested the part. Once the investigation is finished, we will send a final report.

Manufacturer narrative:
Siemens healthiness is conducting a thorough investigation of the reported event. Additional information about patient health status and the affected hardware for technical investigation has been requested. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed as soon as the investigation is completed, or new information has become available.

Event description:
Siemens healthiness was made aware of an incident that occurred on a somatom go.all CT-scanner in the united kingdom. It is reported that a disabled 66-year-old female patient was transferred from her wheelchair to the phs (patient handling system - table) and her leg suffered a 10 cm long gash inside of her right leg. The injury required 15 sutures in a 1.5 h surgery. It was further reported that the injury was caused by the mounted metal rail for interventional panel at the phs. A first onsite investigation did not show any sharp edges or objects that could have caused the described injury.

Manufacturer narrative:
Siemens has completed an investigation of the event. Our specialists investigated the metal bar and the outside edges of the side rail which were within specification. There are no sharp edges or machining burrs. A safety assessment has been performed. No general product problem could be identified; therefore, no further measures are deemed necessary.